Event description:
It was reported that the 9900 system locked up due to commincation error and had to be rebooted. When the reboot was complete the system imaged, but image could not be flipped or rotated. No patient injury was reported.

Manufacturer narrative:
A ge service representative contacted the customer. The customer said the system was working normally and the customer cancelled the service call.